Event description:
It was reported that a patient received an inappropriate high voltage therapy. Reprogramming changes were recommended. The device will be monitored with regular follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.